Event description:
Patient attempted to self-extubate. When entering pts room, endotracheal tube was found to still be partially in. When trying to advance the endotracheal tube, we were unable to remove the zip tie that was securing the endotracheal tube. Scissors were not readily available, and patient began to become cyanotic and endotracheal tube had to be pulled.